Manufacturer narrative:
H.6. Investigation: a complaint of the stopcock separating and leaking was received from the customer. A sample was provided to aid in the investigation of this defect. The customer complaint was confirmed during functional testing. A device history record review could not be performed on model 385534-zat because a lot number was not provided by the customer. The root cause of this issue is a misalignment of the manufacturing machines.

Event description:
It was reported that the stopcock q-syte wht 360deg nonsterile separated from the IV set and leaked blood. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about stopcock separation of 385534-zat. According to the customer¿s report, a stopcock was separated, resulting in blood leakage. Fortunately, this was discovered soon after the incident and didn¿t lead to any serious situation. The chief nurse has recognized that the patient must have hit it against something."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stopcock q-syte wht 360deg nonsterile separated from the IV set and leaked blood. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about stopcock separation of 385534-zat. According to the customer¿s report, a stopcock was separated, resulting in blood leakage. Fortunately, this was discovered soon after the incident and didn¿t lead to any serious situation. The chief nurse has recognized that the patient must have hit it against something."